Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alert during the load process. Customer reported a blood glucose (bg) level of 225 (mg/dl) and administered a manual injection. During troubleshooting with tandem technical support, customer was able to successfully load the cartridge onto the pump.